Manufacturer narrative:
Unknown taper. Device labeling addresses the reported events as follows: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Slippage and/or pouch dilatation of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a reflux and a band slip. The device was removed.

Manufacturer narrative:
Taper ii. Supplimental #1 - medwatch sent to the FDA on 05/oct/2018. Additional information: device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Black particles were noted on the outer surface of the band shell. The band shell was noted to be discolored, as it was yellow in appearance. The band tubing was separated approximately 1 inch past the ss connector. Needle marks were noted on the port septum. Scratches were noted on the port housing and port holes. An air leak test was performed, and leakage was noted from two separate openings on the band shell. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, the two openings on the band shell were noted to have striated edges, consistent with surgical damage from device removal activities. One non-penetrating nick/mark was noted on the outer surface of the band shell. Both ends of the separated band tubing were noted to have striated edges, consistent with a surgical end cut to remove the device.